Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar conditon, conforming. Functional tests & results: does safery shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info, visual examination and functional test, no conclusion could be reached as to how reported "safety shield failed to retract" during surgery occurred. Device was examined, found to be functional, and was cycled repeatedly without incident. Device was tested using a porvair simulation of skin and found to function as intended. Experience reported by surgeon could not be repeated during testing.

Event description:
It was reported the device was used during a laparoscopic cholecystomy procedure. It was reported by that the safety shield failed to retract. The surgeon could not penetrate the tissue. There was no pt consequence.